Manufacturer narrative:
Investigation conclusion: the reported event of pump stops was confirmed through the review of the log file submitted by the account. Based on past experience with the hmii lvas and similar reported events, the hazard alarms and pump stoppage that occurred while the patient was supported by the power module could be indicative of driveline damage. However, no damage was identified through the examination of the distal end of the patient's driveline. The submitted log file contains data from 01mar2019 19:07:14 through 11mar2019 11:49:50. Numerous pump stops were captured beginning on 08mar2019 while the patient was using the power module. The events appear to resolve when the patient switches to battery power. The pump stops continue to occur intermittently until the end of the log file. Approximately 10¿ of the driveline (s/n (B)(4)) was returned on 15mar2019, as well as 2¿ segments of each wire (s/n (B)(4)). The driveline appeared slightly kinked approximately 3¿ from the metal connector and rescue tape was present approximately 1.5¿-3.5¿ from the metal connector. The metal connector appeared unremarkable. On 19mar2019, an additional piece of the driveline was returned after a subsequent repair on 18mar2019. Approximately 11¿ of driveline s/n (B)(4) was attached to approximately 5.5¿ of the patient¿s original driveline (s/n (B)(4)) via a driveline repair. Additional 2¿ segments of each wire were also returned (s/n (B)(4)). The metal connector appeared unremarkable. Electrical continuity tests of the returned portions of the driveline were conducted in the condition that they were received and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. Upon removal of the rescue tape on driveline s/n (B)(4), a small cut through the silicone jacket was observed approximately 3¿ from the metal connector. Additionally, the driveline appeared slightly kinked in this location with associated metal braided shield breakdown present underneath. The clear bionate layer showed no evidence of damage. Visual inspection of the underlying wires found them to be unremarkable. Microscopic inspection of the wires revealed no areas of damage along the returned portions of the driveline. The returned portions of the driveline were then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. It should be noted that the patient reportedly experienced a short-to-shield after the most recent driveline repair. An ungrounded patient cable was requested, and the patient remains ongoing on heartmate ii lvas, serial number (B)(4). No additional complaints have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient experienced another short to shield event so the account requested an ungrounded patient cable be delivered to maintain patient safety.

Manufacturer narrative:
Approximate age of device - 5 years. The first percutaneous lead repair was received on this date. The patient remains ongoing with the device. However, a portion of the percutaneous lead has returned but the most recent percutaneous lead repair is expected to be returned for evaluation but has not yet been received. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient reported low flow alarms beginning in the night of (B)(6) 2019 when lying on his left and right sides. Interrogation revealed multiple low flow alarms with apparent pump stops. Patient has not been symptomatic with any of these alarms. During the analysis of the log file, multiple pump stops were observed that are potentially linked to percutaneous lead issues. Additional information was received on (B)(6) 2019 that the patient had a driveline repair. Performed repair ~12" inches from the distal end / metal connector. All tests passed. After repair, the patient was tethered on grounded patient cable without issue. Patient performed body movements: standing up, sitting down, laying down on his right / left side / reclining while tethered on grounded patient cable without issue. The removed portion of the perc lead was sent in for evaluation. Additional information was received on (B)(6) 2019 that the patient had another driveline repair. Performed repair ~3" inches from the exit site. All tests passed. After repair, the patient was tethered on grounded patient cable without issue. Patient performed body movements: standing up, sitting down, laying down on his right / left side / reclining while tethered on grounded pt. Cable without issue. The removed portion of the perc lead was sent in for evaluation.